Manufacturer narrative:
H6: siemens post market regulatory compliance (pmrc) contacted the initial medwatch reporter to obtain additional event information and the serial number of the complaint system. The initial reporter stated that he did not have any additional information regarding the event or system, since this complaint was conveyed to him by a sister hospital ((B)(6) hospital). Based on this information, prmc was able to identify the complaint system. The initial reporter provided the contact information for the person who originally reported the event to him; however, the contact has not returned calls or email from siemens to provide additional details. A root cause has not been identified. A supplemental report will be submitted if additional information is obtained upon completion of the investigation.

Event description:
Mw5172038 was received by siemens healthineers on 2025-07-14 from the FDA. The medwatch report stated the following, "patient reported a burn to their nurse when they returned from having an MRI. Patient was evaluated by their physician and prescribed silvadene cream to use for 3 weeks. No other follow-up was recommended." Though requested by siemens, additional information has not yet been provided regarding additional event details. According to the siemens healthineers medical officer, the usual duration of treatment with silvadene is about 10-14 days, although this time can also be extended in the case of more severe burns. A treatment for three weeks could be either due to particular diligence of the physician or could be an indication for a burn of a grade 2b or higher.

Event description:
Additional information: additional information from the customer. There was an internal miscommunication at the customer site and therefore the patient¿s injury was entered into the patient file as a burn instead of pinched skin. Consequently, the patient was prescribed burn ointment and the customer¿s MRI safety officer falsely reported the injury as an rf burn. The actual injury was described as a bruised area with a superficial scrape on the left medial upper arm. The patient¿s arm was resting at their side when the table was moved into the bore before the scan and their skin was pinched during this process. Due to patient age, the patient had loose skin (thin skin) that was pinched at the gap between the tabletop and the front funnel. The patient was moved out of the bore to be examined. The scan was continued upon the patient¿s request.

Manufacturer narrative:
B5: additional information. H3, h6: siemens healthineers completed a detailed investigation of the reported event. Siemens healthineers tried to contact the customer on several occasions and did not obtain any additional information about the severity of the burn before the initial reporting deadline. We therefore decided to perform an in-doubt reporting as the severity of the injury and the exact root cause was unclear in the initial phase of the complaint investigation. After the complaint was investigated thoroughly and a risk assessment was performed, siemens healthineers concluded that there was no serious injury and that this issue would be classified as not reportable if it were to reoccur. Additional information from the customer. There was an internal miscommunication at the customer site and therefore the patient¿s injury was entered into the patient file as a burn instead of pinched skin. Consequently, the patient was prescribed burn ointment and the customer¿s MRI safety officer falsely reported the injury as an rf burn. The actual injury was described as a bruised area with a superficial scrape on the left medial upper arm. The patient¿s arm was resting at their side when the table was moved into the bore before the scan and their skin was pinched during this process. Due to patient age, the patient had loose skin (thin skin) that was pinched at the gap between the tabletop and the front funnel. The patient was moved out of the bore to be examined. The scan was continued upon the patient¿s request. The gap between the front funnel/body coil and the tabletop is designed according to iec 60601-1 (smaller than 8 mm). Nominally, the gap is 4 mm at each side of tabletop. As the tolerance of the tabletop guidance is +/- 2mm, the gap would be a maximum of 6 mm. A siemens healthineers service engineer went on-site and measured the size of the gaps. The gaps on the right and left side of the table measured 3 mm and 5 mm, respectively. Hence, the gaps are according to the specifications. Especially with older patients with thin skin, the skin can be pinched at the gap between front funnel and tabletop is a known issue for this specific system type as it has no frame around the tabletop. Several improvements were implemented to reduce the squeezing hazard. To prevent possible injuries during vertical and horizontal movement of the patient table a warning sign is placed on the front funnel, and a warning notice is implemented in the magnetom family operator manual ¿ mr system syngo mr b19, pages 25-26).